Event description:
It was reported patient underwent a right total knee arthroplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2013 due to avascular necrosis. The patella was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.